Manufacturer narrative:
Additional information was received indicating that there was no patient involved in this event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed the pump displayed "power down with 1250 error code." Functional testing was unable to duplicate the reported issue. The microprocessor unit board was replaced as a preventive action. Despite evidence of the reported issue as well as an error code in the pump's event history log, the investigation was unable to duplicate the reported issue and the problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump lost power when powered on. No adverse effects were reported.